Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that cause was not determined. Patient reported they were not sure if the device was discarded or returned after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was not getting relief so healthcare provider (hcp) decided to remove the neurostimulator (ins) and put in a different device. Patient stated the device was moved on (B)(6) 2018. Patient added the device was working at first and then less and less. No further complications were reported/anticipated.